Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
Device issue: dislodged stent. Time of device issue: during preparation. Adverse event: none: it was reported that while wiping down the guide wire and the otw promus stent with a 4x4 sterile napkin the stent was pushed off the balloon. The stent was on the catheter proximal to the balloon, pushed back towards the hub. The guide wire was removed and a second otw promus was used successfully to complete the procedure. There was no reported patient involvement. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.